Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure the device burnt the patient's shoulder. An electric arc at the end of the electrode. The malfunction is believed to be cause due to the pedal. An error code was seen on the console.

Event description:
It was reported that during a shoulder arthroscopy procedure the device burnt the patient's shoulder. An electric arc at the end of the electrode. The malfunction is believed to be cause due to the pedal. An error code was seen on the console.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been probably caused by: (1) issue with 'probe' reported being used at the time of this reported event (2) poor airflow in console (3) poor ventilation around console (4) ambient temperature around console higher than recommended and/or (5) use error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.